Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The color and magnet scheme of the device matches the print. There is a sign of overheating by the melting around the cannula of the inner blade. The sluff chamber eyelet is cracked but not broken away. The seal ring is missing. A functional evaluation showed that the inner blade will not separate from the outer blade, nor will it rotate inside the outer blade. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failures include rotating the device at speeds faster than intended, running the devices for long periods of time without allowing it to cool, or excessive force on the device creating excess friction. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, when using the abrader burr, the handpiece got hot and the burr stopped working, the console displayed an error. No damage caused to the patient. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference case-(B)(4). H2: corrected data in d1, d4, h3, h6, h8 and h11. H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.